Event description:
Crew called to scene and found an unresponsive patient in asystole. CPR measures had been started by first responders. The end tidal c02 monitor gave an initial reading briefly, then only gave "__" readings. Re-zeroed the adapter twice. Next unplugged/replugged the cable and turned the zoll defibrillator off and back on. Nothing worked. Then switched to back-up unit. Non-functioning unit removed from service and sent to biomedical engineering for an evaluation.